Manufacturer narrative:
Failure to open; accordioned. A visual examination of the returned device found the basket would not open and sheath damage. The clear, outer sheath was buckled and separated at the handle heat shrink. The metal coil sheath moved within the heat shrink when the handle was functioned. The movement of the metal coil sheath prevented the basket from opening and led to the sheath becoming buckled and separated. The handle heat shrink failed to hold the metal coil sheath in place. There are two possible root causes for this issue: the heat shrink was not applied properly, or the use of heat shrink in device design is not adequate to consistently hold the metal coil in place. The exact cause for the reported malfunction is undetermined. A review of the shop floor paperwork for lot 11776995 revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot.

Event description:
It was initially reported to boston scientific corporation in 2009, that a trapezoid rx lithotripter compatible basket was used during a procedure performed on the same day. According to the complainant, during the procedure, after repeatedly opening and closing the device over a large stone during the lithotripsy, the device failed to open. The device was removed from the patient. The sheath was found to be accordioned at the handle. The procedure was successfully completed with a flower basket (manufacturer unknown). There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; torn sheath.